Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye as the patient's was bothered by myopia myopic retractive error was intolerant of spectacles and anisometropia. The lens was explanted in a secondary procedure and replaced with another lens. There was no patient injury. There was no medical/surgical intervention required. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 5/6/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was coated in wet viscoelastic residue. The lens was cleaned and inspected revealing scratches on the lens. No further issues were observed. No further evaluation was performed. Conclusion no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.